Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and oversensing noise due to possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis indicated damage during use. The analyst commented that the returned distal segment was thoroughly analyzed electrically and visually, including destructive analysis in an attempt to find an explanation for the high impedance and noise described in the event. There were no anomalies observed on the returned distal segment. All electrical and visual analysis was within specified parameters. The lead was returned with severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.